Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having experienced nausea, vomiting, cramps, dizziness and headache. Furthermore, the patient had diabetic ketoacidosis and high blood glucose level reported to be over 400 mg/dl, at the time of incident. The patient self-treated it with a pen. Subsequently, the patient was taken to the intensive care unit and was later hospitalized. The infusion set had been in use for three days. The set was removed on the fifth day after insertion and the cannula was found to be bent. The site location was left abdomen. The patient sometimes had issues with scarred tissue, hardened tissue or stretch marks but tried to rotate. The patient reported that site was not changed every 2/3 days as per guidelines but was changed every 3-4 days. The patient had been in the hospital for four days and was still there at the time of this report. Patient's blood glucose level at the time of this report was 86 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.